Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for three patients tested on a cobas e 411 analyzer. For sample identifier (B)(6), the initial result with the serum sample tube was not reported outside the laboratory. Due to the initial result being higher than expected, the customer performed repeat testing with the patient's heparin sample tube on the same e 411. Sample identifier (B)(6) had an initial troponin result of 160.7 pg/ml with a data flag. The patient's repeat result was 14.38 pg/ml with a data flag. For sample identifier (B)(6) and sample identifier (B)(6), it was unknown if the initial troponin result with a heparin sample tube was reported outside the laboratory. The customer performed repeat testing with the heparin sample tubes as well as serum sample tubes. On (B)(6) 2022, sample identifier (B)(6) had an initial troponin result of 16.28 pg/ml with a heparin sample tube. Two hours later, the patient's troponin result with a second heparin sample tube was 5.80 pg/ml. The patient's repeat troponin result with a serum sample tube was 5.16 pg/ml. On (B)(6) 2022, sample identifier (B)(6) had an initial troponin result of 123.5 pg/ml with a heparin sample tube. The patient's repeat troponin result was 14.58 pg/ml with a heparin sample tube. The patient's repeat troponin result was 142.4 pg/ml with a serum sample tube. The patient's repeat troponin result was 141.2 pg/ml with a serum sample tube. The troponin reagent lot number was 56661101 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were acceptable. The investigation reviewed the provided pictures of the samples and the samples were hemolyzed and turbid, and there was separation gel in the upper part of the tube. This indicated a pre-analytical handing problem. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For sample identifier (B)(6) and sample identifier (B)(6), it was reported the questionable results were not reported outside the laboratory. The investigation reviewed the system's alarm trace and found no abnormalities. Based on the provided information, a general reagent issue could be excluded.